Event description:
It was reported that during central processing, the force bipolar instrument had exposed wires. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The force bipolar instrument was analyzed. The instrument was found to have a frayed grip cable at the distal end/idler pulley. The frayed cable strands stuck out at the wrist. Additionally, the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The complaint was confirmed by failure analysis. In addition, additional information was obtained from the customer regarding the event. The instrument was inspected prior to use. The surgical task being performed when the issue occurred was a general robotic surgery. No issues elated to the opening/closing of grips, left to right or up/down of the grips/wrist. The color of the cable was believed to be silver andit was a loose/exposed cable.

Event description:
Refer to h10/h11 for follow-up information.